Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and that the right ventricular (rv) lead was dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.